Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100742839. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which it was observed that the cylinder inflated on some attempts, while on other attempts the pump appeared to be collapse, not allowing the transfer of fluid into the cylinder. Additionally, air in the device was observed. No device leakage or holes were identified. The pump was replaced, and no patient complications were reported.